Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR as the patient reported tooth extraction (permanent impairment to a body structure) while an align product was being used.

Event description:
The patient reported symptoms of tooth infection, chipping and necrosis (unspecified tooth). The patient reported having a tooth extracted due to the reported symptoms. The patient reported being prescribed hydrocodone (pain reliever) to alleviate the reported symptoms. It is unknown if the treatment has been discontinued or if the patient is still wearing the aligners.